Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. Concomitant medical product - unknown zimmer shell, unknown zimmer liner, unknown zimmer head. Yukizawa et al "posterior mini-incision with primary total hip arthroplasty: a nine to ten year follow up study" the journal of arthroplasty 31 (2016) 168-171.

Event description:
It was reported in a journal article one patient experienced an acute periprosthetic femoral fracture which was treated with crutches.